Manufacturer narrative:
(B) (4): (B) (6) study event. Evaluation summary: product performance engineering has reviewed the incident information. Per the rx acculink instructions for use (IFU) stroke and hypotension are known potential adverse events associated with the use of the device. Hypotension may occur during carotid interventional procedures and is an anticipated response of the human body to stimulus of the carotid bulb. The reported non-surgical therapy was in response to the physical and occupational therapy provided to the patient. The reported hospitalization was in response to the patient symptoms. A definitive cause could not be identified; however, the event appears to be related to the circumstances of the case and/or operational context of the device. A review of the finished device lot history records did not reveal any non-conformity. There was no device malfunction reported and no product quality discrepancies reported during inspection prior to use and preparation. In this case, the information available and relevant manufacturing records are not sufficient to determine a relation between hypotension and stroke and the abbott vascular device quality. Although a conclusive cause could not be identified, the event is possibly related to operational context of the device.

Event description:
Device malfunction: none. Symptoms/ae: neurological deficit, hypotension. Time of symptoms/ae: post procedure. It was reported that after successful implantation of the acculink stent in the right internal carotid artery, the patient experienced a possible infarct with left arm weakness and left facial weakness. The patient's weakness has improved without treatment, but is continuing. Physical therapy and occupational therapy were provided to the patient. A CT scan of the head done on (B) (6) 2010 showed a new density that is a possible sub-acute infarct; however, the neurologist suspects this neurological event to be related to patient's small vessel disease. It was also reported that post procedure, the patient experienced hypotension that resolved after being treated with dopamine infusion for one day. The patient was discharged on (B) (6) 2010 with continued, but improved, left hand weakness. No additional information was provided.